Event description:
It was reported that the customer had a blood glucose level of 600 mg/dl. She treated herself with manual injections. The customer's blood glucose level at the time of the report was 200 mg/dl. The customer received multiple no delivery alarms from her insulin pump. Standard troubleshooting was performed. The insulin pump functioned according to design. The customer was advised to change her reservoir, insulin, and infusion set. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.